Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009, 4194-88 lead, implanted (B)(6) 2010, abbott crtd, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a competitor that the right ventricular lead was oversensing myopotential. The lead was reprogrammed, and the sensing issue improved, but then resumed. The lead will be reprogrammed again, and it remains in use. No patient complications have been reported as a result of this event.